Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified two curved openings and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified two openings striated and wear abrasion. Based on the device analysis the final assessment is: two openings striated in the side anterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional a right side rupture. Device has been explanted and replaced.